Event description:
This lead was attempted but not implanted. The implanting physician advanced lead into rv but r wave was under 5mv and no current of injury. He repositioned lead at which point r wave was 14.5mv and good current of injury was observed. The implanting physician desired a more apical position of the lead and noticed it was taking several turns more than expected to retract the lead attachment screw. After successfully retracting the screw, he removed the lead and was attempting to reposition again when the patients bp fell and she started experiencing chest pain. A team was brought in and they determined the rv was perforated and they performed a pericardiocentesis. The patient stabilized and is doing well but it was decided not to continue the case. The lead was discarded and will not be returned for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.